Event description:
It was reported that when the patient reported for a routine device changeout, multiple noise episodes were noted on the ventricular and atrial channels. Lead abrasion was suspected. The leads remain implanted at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.